Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device was only running for 8 minutes on battery operation during a transport. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. The analysis of the log file could confirm that the internal battery depleted within 7 minutes after the ventilator was disconnected from ac mains power for transport. The internal battery was installed into the device for 22 months and was most likely worn out at the end of its expected lifespan. According to the instruction for use the batteries have to be replaced if the operating time falls below the minimum value or after 24 months. Replacement of the internal battery and the power supply unit is recommended as precautionary measure. In case of mains power loss or during transport the device will be supplied from the internal battery in order to continue operation. The specified backup time with a new and fully charged internal battery at typical ventilation (without gs500) is about 30 minutes. Depending on battery capacity and battery voltage further alarm messages ¿battery low¿ and ¿battery depleted¿ are posted with progressive battery operating time. In case of sudden and complete internal battery power loss, the alarm messages ¿battery low¿ and ¿battery depleted¿ may not be posted and the acoustical power failure alarm will sound according to iec 60601-1-8. This alarm is energized independently from the power supply and will last for at least 2 minutes. In the event of complete power loss during ventilation due to a depleted nimh battery, the device will stop ventilation by opening the safety valve to ambient allowing the patient for spontaneous breathing. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device was only running for 8 minutes on battery operation during a transport. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.